Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp and was unable to reproduce the reported issue; however, some slight distortion was observed when the display was jarred. The fse replaced the color video receiver board, display to video receiver board cable and dc/ac inverter cable. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check performed by the customer, the images of the display for the cs300 intra-aortic balloon pump (iabp) became distorted and illegible. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check performed by the customer, the images of the display for the cs300 intra-aortic balloon pump (iabp) became distorted and illegible. There was no patient involvement, and no adverse event reported.